Event description:
It was reported that the tip of the recanalization catheter separated during use in the anterior tibial artery. The entire catheter was retracted through the support sheath and withdrawn together as a single unit without incident. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation; however, the distal tip was missing and not returned with the device. The length of the core wire remaining in the catheter wa measured to 150.5cm (measurement taken from strain relief to distal tip). Therefore, approximately 3.5cm of the distal tip detached from the device and was not returned with the sample. This indicates that the core wire broke along the length of the wire and not at the tip weld. The distal tip of the core wire break was examined and the break was noted to be clean. No other anomalies were noted to the core wire. The investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.